Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements. The rv lead showed stable shock impedance measurements before a gradual rise that exceeded 125 ohms. Technical services (ts) recommended raising the alert and continue to monitor the lead. This rv lead remains in service. No adverse patient effects were reported.